Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an unknown procedure performed on (B)(6) 2021. It was reported that the clip was attempted to be deployed; however, the clip was not separating from the catheter. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on november 29, 2021: it was reported that the procedure performed was an esophagogastroduodenoscopy (egd). The procedure was completed with another resolution 360 clip device.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: medical device problem code a15 captures the reportable event of clip was unable to release from catheter. Block h6 (evaluation conclusion codes): conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an unknown procedure performed on (B)(6) 2021. It was reported that the clip was attempted to be deployed; however, the clip was not separating from the catheter. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
The complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.